Event description:
Additional information received from the hcp reported that the patient experienced pain at the ins site and down the leg. A kub x-ray showed good placement, but the patient was not interested in reprogramming. Following explant the patient recovered without sequela.

Event description:
It was reported that the implant caused the patient pain and was explanted and not replaced. There was no patient injury.

Manufacturer narrative:
Analysis of the neurostimulator model 3058 serial (B)(4), found no anomaly. Analysis of the lead model 3093 lot unknown, found no significant anomaly. The lead body was cut and the product segmented.

Manufacturer narrative:
Product ID 3093, explanted: 2013-(B)(6), product type lead product ID 3037, serial# (B)(4), product type programmer, (B)(4): analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported that the physician believed that the device was working properly however they sent it back for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.